Event description:
It was initially reported that a pt developed redness around the generator site following generator revision surgery to address end of service. The pt has a history of mrsa infections not in connection with the vns device. Additional info received at a later date revealed that pt had the device removed as an infection developed at the generator site. Cultures were not taken. The DHR for the generator and lead was reviewed and sterility prior to shipment was confirmed. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.